Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon evaluation the battery full charge capacity fell below 1250 mah. The cause for the battery not holding charge cannot be positively determined but was likely the result of defective cells. No adverse event resulted from the defective battery pack.

Event description:
A (B)(4) distributor returned battery (B)(4) with a note alleging the battery will not hold a charge.